Event description:
As the device was being removed, the physician noticed that the nosecone had separated from the catheter. Fluoroscopy showed that there was a figure 8 prolapsed wire and nosecone marker at the mouth of the sheath tip. The physician was able to retrieve the nosecone without further complications. No patient implications.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem indentified in results and conclusions. Retroactive audit of complaint files determined filing.